Manufacturer narrative:
Investigation completed on a smiths medical breathing/portex general anesthesia circuits . One unit was returned with picture. Sample returned present a damage hole in the breathing circuit. Piece returned was detectable as rejectable. Cannot be confirmed the failure, the most probable root cause is that damage (hole) occurred after the product left smiths medical facilities. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.

Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical breathing circuit was leaking air. This was discovered during the pre-use check. There was no patient injury nor reported adverse events.